Event description:
On (B)(6)2010, a pt was scheduled to undergo laparoscopic repair for recurrence of an inguinal hernia. Upon entering the abdomen with the laparoscope, it was noted that the pt's bowel was significantly adhered to a mesh implant. The laparoscopy procedure was aborted and a laparotomy was performed. The physician performed extensive lysis of adhesions for approx 45 mins to release the bowel. During release, the physician was unable to identify a decent plane and the bowel was inadvertently entered. A bowel resection was performed to excise the damaged segment of intestine and a hand-sewn repair was established. The hernia was identified and repaired by unspecified means. The abdomen was flushed with a bacitracin solution. Following completion of the hernia repair, the physician was unable to approximate the abdomen. A 12x25 piece of veritas collagen matrix was used in a bridge technique to close the pt's abdomen. The procedure was completed with the pt having tolerated the procedure well. On (B)(6)2010, the pt was taken back to the operating room at which time a small enterotomy with leakage of bowel contents was noted. The veritas patch appeared to have been disintegrated, and it was noted that no blood supply to the patch had yet been established. The enterotomy was repaired and the veritas patch was removed. The incision was closed with an alternative mesh. The pt is currently doing well.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.